Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer that rn was administering 1 unit packed red blood cells (prbc), the blood volume infused on pump was more than volume in bag and there was still blood in bag to be infused. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2477-0007 lot number 22095260 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ blood infusion set under-infused the packed red blood cells due to saline entering the line and diluting it during the infusion. The following information was provided by the initial reporter: "rn was administering 1 unit packed red blood cells (prbc). When checking on blood and volumes already infused- the blood volume infused on pump was more than volume in bag and there was still blood in bag to be infused. Prbc bag volume was 300.... Pump saying around 500 was infused. Rn noticed blood was lighter than normal and saline bag volume was down. Saline clamp was closed but appears to still have been infusing diluting the blood that was already infusing."

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ blood infusion set under-infused the packed red blood cells due to saline entering the line and diluting it during the infusion. The following information was provided by the initial reporter: "rn was administering 1 unit packed red blood cells (prbc). When checking on blood and volumes already infused- the blood volume infused on pump was more than volume in bag and there was still blood in bag to be infused. Prbc bag volume was 300.... Pump saying around 500 was infused. Rn noticed blood was lighter than normal and saline bag volume was down. Saline clamp was closed but appears to still have been infusing diluting the blood that was already infusing."

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.